Manufacturer narrative:
DHR, maintenance records and quality notification records were analyzed and no deviation was found for this batch. No samples/photos were sent by the customer, therefore it is not possible to complete an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From the available information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reported that the bd plastipak syringe leaked through the plunger.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringe leaked through the plunger.